Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, computed tomography (CT) revealed the more proximal of the filter was laid 1 cm superior to the level of the left renal vein. Medial strut from the filter extended into the left renal vein and then extended through the vein approximately 0.82 cm out the more inferior aspect. Medial strut extended into the right renal vein and laid at the lower margin of the vein. The other struts look like extended out of the wall slightly of the inferior vena cava. At least one strut laid interposed between the inferior vena cava and abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the renal area. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in lower back abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the renal area. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in lower back abdomen; however, the current status of the patient is unknown.